Event description:
A customer contacted beckman coulter inc. (Bec) reporting an instrument leak on the access 2 immunoassay system. The customer found a small puddle of fluid beneath the left side of the access instrument and was unable to determine where the leak was coming from. The customer was unsure of the volume or the type of fluid in the leak. The customer cleaned up the leak according to their laboratory procedure that included personnel protective equipment (ppe). The customer verified that no one was exposed or injured as a result of the leak and a service call was initiated. Patient results were not affected from this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found dried crystals on the acrylic block next to the peri-pump and identified that the leak was coming from the peri-pump. The liquid in the peri-pump tubing can potentially contain not only wash buffer, but patient sample waste, qc material, and other substances that are considered a biohazard and/or chemical in nature. The fse cleaned the peri-pump and the waste manifold block and checked the waste line tubing for cracks and/or blockages. The fse also observed that the peri-pump tubing connected to the manifold block was kinked. The fse replaced the tubing in the peri-pump assembly and verified the pump's performance with no leaks. The failure mode of this event was caused by damaged and/or kinked tubing in the peri-pump assembly and was corrected by service. (B)(4).